Manufacturer narrative:
Report date: 05aug2021. There was no patient involvement.

Event description:
The customer reported non-resettable alarm error message: check vent primary alarm failed. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
The customer contacted product support and it was verified that the code is 1102 & 5021 motor speaker is failing. An authorized service personnel (asp) was dispatched to field for service. Product support recommended possible repair parts pcba, cpu & speaker assembly. The asp verified that the device had check vent: primary alarm failed message. The speaker was replaced to address the reported issue.